Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had broken battery cap. Customer also stated that there was cracked from clip to underside of insulin pump. Customer reported that the insulin pump was not bumped or dropped. Customer reported that the infusion set and reservoir had no damage. There was not any physical damage to insulin pump's retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type: ngp. Customer returned device for an alleged cosmetic damage/broken belt clip on july 05, 2022. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The pump passed the displacement test and self test. The following were noted during visual inspection: scratched lcd window, scratched case, cracked keypad overlay, missing display window cover, broken belt clip rails, faded serial number label, cracked case (battery tube) and cracked battery tube threads. Unable to confirm battery cap damage due to device received without the original battery cap. In summary, customer alleged cosmetic damaged confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.